Event description:
Information received with return of the explanted device notes that when the patient suffered vasovagal syncope. A follow-up examination noted no output and lead impedance >2000 ohms in the bipolar configuration. During the procedure, the lead values measured normal and the setscrews were evaluated. It was determined that the proximal atrial setscrew could be further tightened.